Event description:
It was reported that prior to using bd vacutainer® serum blood collection tubes, an unspecified number of tubes had white streaks inside. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with additional information: e1. Initial reporter first name: (B)(6). E1. Initial reporter last name: (B)(6). E1. Initial reporter addr: (B)(6). E1. Initial reporter addr 2: (B)(6). E1. Initial reporter e-mail: (B)(6). E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6). Investigation summary - bd received two (2) photos for investigation. After review and analysis of the customer photos, multiple tubes within the photos were observed with additive abnormalities. A total of 30 retained samples were subjected to a visual inspection for additive abnormality. None of the 30 retained samples exhibited the customer-reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode additive abnormality based on customer provided photos. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® serum blood collection tubes, an unspecified number of tubes had white streaks inside. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.